Manufacturer narrative:
The customer observed falsely depressed total bilirubin results for multiple patient samples while using the architect total bilirubin, lot number 67337uq11. As part of troubleshooting the blank calibration was checked which displayed a slightly elevated calibration curve. Recalibration was performed and the questioned patient samples were retested using the same lot of reagent, generating within range results. The quality control (qc) results were within range at the time of testing. The ticket search by lot did not identify an increase in complaint activity for the complaint issue. Tracking and trending for the architect total bilirubin assay did not identify any related trends. Device history review did not identify any nonconformances or deviations associated with the complaint lot number and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect total bilirubin, lot 67337uq11 was identified.

Event description:
The customer reported falsely decreased bilirubin generated from architect analyzer. After recalibration, retesting generated normal results. The customer provided the following data: customer normal range: 3.4-20.5 mol/l, sample ID (B)(6), initial result was 2.7 and repeat result was 4.1, sample ID (B)(6), initial result was 2.4 and repeat result was 3.8 , sample ID (B)(6), initial result was 2.4 and repeat result was 3.7. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: complete list of sample ID's are (B)(6).

Event description:
The customer reported falsely decreased bilirubin generated from architect analyzer. After recalibration, retesting generated normal results. The customer provided the following data: customer normal range: 3.4-20.5 mol/l. Sample ID (B)(6) initial result was 2.7 and repeat result was 4.1. Sample ID (B)(6) initial result was 2.4 and repeat result was 3.8. Sample ID (B)(6) initial result was 2.4 and repeat result was 3.7. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.